Event description:
This lead was implanted on (B)(6) 2009. A call to technical services was made on (B)(6) 2014 stating that this lead will be coming out for an unknown reason. The caller wanted to know if there is a stylet available that can fit down the lead. There is no further information provided at this time. The physician was dr. (B)(6) at (B)(6) center in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).